Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cable assembly holder was found to be missing a screw. The device was not changed out as the customer was able to use for the case. The unit still functioned. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.